Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and found that the customer had recently upgraded their power management (pm) printed circuit board assembly (pcba) to the 4th generation version. The newer 4th generation pm pcba does not communicate with 3rd party batteries, so they would have to order a philips manufactured lithium-ion backup battery for the error message to go away. The rse provided the customer with the part information for the battery. In a good faith effort (gfe) response from the customer received, it was confirmed that a replacement battery had been received and replaced, and that the issue has been resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had produced a battery failed alarm when the battery was fully charged. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) spoke with the customer and found that the customer had recently upgraded their power management (pm) printed circuit board assembly (pcba) to the 4th generation version. The newer 4th generation pm pcba does not communicate with 3rd party batteries, so they would have to order a philips manufactured lithium-ion backup battery for the error message to go away. The rse provided the customer with the part information for the battery. This investigation is ongoing.